Event description:
Additional information indicated the jolting sensation was felt up the right side of the neck to the head. X-rays were completed on (B)(6)-2012, therapy was suspended for non-effectiveness. The neurostimulator was implanted on the right side.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension, product ID: 3391s-40, lot# v387340, implanted: (B)(6) 2010. Product type: lead. (B)(4). This device was being used in a clinical trial noted as (B)(4).

Event description:
It was reported that the patient experienced a jolting sensation up the neck to the head. The implantable neurostimulator (ins) therapy was then suspended. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.